Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) the device exhibited recommended replacement time (rrt). Approximately 1.5 months later the ICD alert triggered for charge circuit timeout, and charge circuit inactive. Information received revealed multiple back to back charges that exceeded thirty seconds, that ultimately disabled charging. The pacing function of the ICD remained intact. It was also reported that the ICD then reached end of service (eos) unexpectedly. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.